Event description:
Additional information was received from the hcp. It was reported that they do not implant spinal cord stimulators. Patient was not under hcp's care any longer and was not even in their system anymore. They would not have any record of who might have implanted or explanted the device 20 years ago. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant products: product ID: 3487a, lot# l44681, implanted: (B)(6) 1997, product type: lead. Product ID: 7495-66, serial# (B)(4), implanted: (B)(6) 1997, product type: extension.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for other chronic/intract pain (trunk/limbs). MRI guidelines were requested. It was reported that patient's ins and part of the lead/extension were removed about 20 years ago. The reason of removal was unknown. Caller reported they could see the contacts and about 5 inches of the lead on x-ray. Patient reported there were complications getting the system out. No symptoms were reported and no further complications were reported/anticipated.